Manufacturer narrative:
The unit was received with a blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error alarm, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a constant beep and the screen was blank. Customer is not able to see anything on the screen every time they insert a battery the device just makes a beep noise. The customer did not recall their blood glucose level at the time of the incident. Customer stated they were laying in bed when the device started to beep. The battery had been three quarters full and the set was changed last night before the beep and vibrate anomaly. Customer had removed the battery so the device was not beeping or vibrating at the time of the call. Customer inserted a new battery and the insulin pump alarmed unexpected restart. Customer pushed the act button and the insulin pump had a blank screen. Customer then removed the battery and reinserted it and it said 0000 and the battery was full and reservoir looked empty. Customer was attempting to set up time and the pump went blank. Customer had received a new battery cap back in (B)(6)2017 for blank display issues. Customer was advised to discontinue use of the device, revert to back up plan per health care physician's instructions, and the device needed to be returned. The insulin pump was returned for analysis.